Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high bgs. The customer stated when he removed the reservoir from the pump, he noticed that the reservoir was leaking on the backside.